Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the unit was producing a b30 scope communication error due to a poor connection. Additionally, there was notable cosmetic damage found on the unit. The top cover, front panel, front panel bezel, rear panel, tank holder, lamp door, and heat spacers all had notable rust present. The lamp meter also provided a reading of 500+ hours of use. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While evaluating a returned olympus evis exera iii xenon light source loaner device, it was discovered that the unit was producing a b30 scope communication error. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty scop socket. Olympus will continue to monitor field performance for this device.